Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Reportedly, customer changed supplies, straightened tubing, and successfully resumed insulin delivery. Customer's blood glucose level was 154-256mg/dl.